Event description:
Device malfunction: none. Time of ae: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the proglide device, attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, the sutures were deployed and while pulling back on the sutures in preparation of using the suture trimmer, a tubular section of the artery came out with the sutures. The device was removed and manual compression was applied to achieve hemostasis. Pulses in the patient's foot remained good and an angiogram revealed that blood flow was good. Reportedly, the characteristics of the artery caused the intima to be pulled from the artery and the device performed as expected. The patient was reported as doing fine and there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is not available for evaluation. The lot number was not identified; therefore, a device history record review could not be performed.